Manufacturer narrative:
Pending evaluation concomitant medical products: 4420289, 200-04-22 - cement type finned tivial tray 2f/2t. 4487656, 230-02-02 - cr cement type ak femoral components l-2. 746102, tn190-119-05 - oscillating blade m-class 19x1.19x105. Unassigned, z99005 - tka set. Unassigned, zoscl-01 - oscillator jav streaming oscillator. Unassigned, zream-01 - reamer.

Event description:
It was reported that this patient was revised 5.5 years post initial tka, reason for revision was not reported.

Manufacturer narrative:
Section h10: (h3) upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is patient conditions.